Event description:
It was reported that the implantable neurostimulator battery drained more rapidly after a bone growth stimulator was placed. The fully charged implantable neurostimulator depleted to 75% after less than an hour use. The pt used the bone growth stimulator for 0.5 hours daily and the neurostimulator for 15-30 minutes a few times a month. The proximity of the bone growth stimulator to the neurostimulator was unclear. The hcp planned to monitor the pt and device status. A f/u report will be submitted if add'l info becomes available.